Manufacturer narrative:
H3: product ID 97755 serial# (B)(6): product type recharger was returned and the analysis shows that cable insulation is peeling away at donut end and wires are exposed. High reading na low reading na no device found message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), ubd: , UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they're not able to charge (patient can't remember exact date). Patient mentioned they got a message "m-o something" and they can't remember the message but it says call medtronic. Agent had patient reset the controller and enter into a passive recharge mode. Patient mentioned seeing system problem rm03. Agent had patient check the recharger for damages and patient mentioned that the wiring and the paddle gets hot sometime and that the wiring is like coming apart. Agent sent a request to repair to replace recharger.